Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was good post procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).initial reporter city: (B)(6).